Event description:
It was reported that a pt death occurred during a multi scope procedure, which was to include an ent portion using a procise max wand. The death occurred prior to the ent portion of the procedure, so the procise max wand that was prepped for this procedure was never used, nor did it come in contact with the pt. No further details were provided to arthrocare, as no arthrocare devices contributed to the event.